Manufacturer narrative:
(B)(4). Concomitant medical products: oxford pks twin peg femur - large; item#: 161470, lot#: 633310. Oxford pks cemented tibia, alpha, standard - rm size e; item#: 154727, lot#: 725850. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00509, 3002806535-2022-00510. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent knee revision surgery due to the unknown reason, approximately 4 years 9 months post op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 'mild genu valgus of both knees with slight eccentric alignment between the tibial and femoral hardware components of the right medial compartment arthroplasty.' A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.